Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/1548268. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient had osteolysis and a loose femoral stem.

Manufacturer narrative:
No device or photos were received, therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In the journal article, it was noted that the patient had major osteolysis and the prosthesis had migrated into varus, so the tip of the stem was no longer entirely within the intramedullary canal. Product history search cannot be completed since the part and lot number is unknown. Relevant medical history and adherence to the rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.